Event description:
The company was informed that the recipient's device was reportedly explanted on (B)(6) 2024 due to electrode extrusion. The recipient reportedly experienced a decrease in sound. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device will reportedly not return for analysis. A review of the device history record was performed and no anomalies were noted. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.